Event description:
A pharmacy reported that a customer was hospitalized due to low readings obtained on her precision xtra blood glucose meter. While in hospital, the customer's glucophage dosage was changed from 100mg to 500mg. The customer was released from hospital.

Manufacturer narrative:
Customer returned meter. Test strips were not returned. Returned meter performed in accordance with MFR's instructions for use. Customer's complaint of inaccurate low readings was not duplicated during testing.